Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient's spinal cord stimulation had not been working since a procedure in (B)(6) 2021. The patient repeatedly charged the ipg but it would not charge. The patient underwent a surgical procedure where the ipg was explanted and replaced. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Correction to the initial MDR in block b1. Based on all available information, engineers confirmed that the early ipg battery depletion was caused by a non-device related procedure. The ipg could not be charged despite multiple attempts to charge with a known good charger. The ipg was cut open and it was revealed that the battery exhibited a high sleep current. Electrical tests showed a low vh resistance measurement which indicates an electrical short within the asic. The damaged asic resulted in premature battery depletion post explant. This type of damage is typically caused when the ipg is exposed to high voltage transients. Electrocautery is known to cause this type of damage. Therefore, unintended use error caused or contributed to the event and was the most probable cause. The ipg was likely damaged during the procedure due to being exposed to a high voltage transient.

Event description:
It was reported that the patient's spinal cord stimulation had not been working since a procedure in (B)(6) 2021. The patient repeatedly charged the ipg but it would not charge. The patient underwent a surgical procedure where the ipg was explanted and replaced. The patient is reportedly doing well following the procedure.